Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent laparoscopic abdominal incisional hernia repair on (B)(6) 2015 and mesh was implanted. The patient experienced recurrent hernia after a year of the surgery. The cause of the abdominal incisional hernia was a wound infection of appendicitis. The patient claimed an uncomfortable feeling of the site. Then, the patient was checked with a CT-scan and the doctor commented that the mesh seemed to have shrunk. Additional information has been requested.

Manufacturer narrative:
(B)(4).